Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an device not turn on related to a CPAP device's sound abatement foam. The patient has alleged particles in airway, sore throat. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. The device was returned to the manufacturer's product investigation laboratory for investigation. As per the investigation of the device evidence of sound abatement foam degradation/breakdown was not observed in the base unit. As per secondary findings of the base unit observed water spots in blower box, contamination on the port cover for the air inlet port and on the air inlet port, signs of particles that are consistent with sound abatement foam in the iso port, white dust like contamination, sound abatement foam degradation in the blower box. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes unable to address the symptoms described and confirm the presence of contamination in the airpath. In this report, section d9, g3, h3, h6 has been updated. Section b5 (missed to capture about patient allegation) has been corrected.